Event description:
Customer was admitted as an inpatient to a hospital for diabetic ketoacidosis. Customer stated that when she removed the infusion set she found blood at the site and that the cannula was bent. Troubleshooting was performed and pump programming and function appeared to be normal. The following day the health care representative called the help line and stated that the customer had high blood glucose. A high pressure test was performed and that the pump passed.